Event description:
The trunk-ipsilateral component of the excluder bifurcated endoprosthesis was successfully deployed. The contra-lateral leg hole stump rested in the sacular aneurysm on a shelf, making it impossible for the physician to gain access to the gate with the guide wire, despite trying to go up and over and snare the wire. The case was converted to an aorto-uni-iliac approach. A second trunk-ipsilateral device was deployed without incident. Final angio revealed a type I endoleak. Despite numerous ballooning attempts the endoleak remained. The physician decided to convert the pt to open surgical repair of the abdominal aortic aneurysm. During the open procedure, the aorta ruptured and the pt later expired.